Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a crack on the reservoir compartment and the o-ring was hanging out. Customer does not know how damage occurred. Customer's blood glucose was 185 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, a broken reservoir tube lip, missing reservoir tube lip o-ring, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).